Event description:
It was reported that an ilet user experienced loss of continuous glucose monitor (cgm) readings after starting a libre 3 plus sensor, leading to dosing stopped notifications and repeated scan unsuccessful messages, and later experienced continued lack of readings with a dexcom g7 until a replacement g7 was paired and entered warmup, after which the pump displayed high glucose and resumed insulin delivery. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin dosing and subsequent resumption of dosing once a cgm reading was available. Investigation included user education and troubleshooting of bluetooth connectivity, app force quit, bluetooth toggling, sensor re-scan attempts, cgm sensor replacement, and re-pairing with pairing codes. Investigation of this case revealed cgm connectivity and sensor start-up failures with the initial libre 3 plus and the first g7, with successful warmup and glucose display after replacing and correctly pairing the g7. It was concluded that the event was due to cgm signal loss and sensor start-up issues rather than an ilet insulin delivery failure.